Event description:
Received letter from optician overseas. Optician states patient inserted surevue lens on their right eye which became red and irritated. The optician asked patient to discard the lens but the next lens was the same. Optician stated the patient's cornea had become opaque with a severe reaction to either the lens or solution. Patient has discontinued lens wear, and has an appt. To be seen by an ophthalmologist. Remaining three lenses are being sent back for analysis. No additional information is available at this time.